Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - impact code - 4625 - additional surgery- used to indicate the sutures and unplanned vitrectomy. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pre-loaded intraocular lens (iol) was fully inserted but had to be cut out due to insufficient support from the anterior chamber. The procedure was completed with a iol from another manufacturer and the patient required sutures and vitrectomy. There was no other injury to the patient and the patient is doing well. No further information is available.